Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion, it was observed air bubbles. It was concluded that the valve of the product was not functioning properly, and the device was therefore not inserted further into the patient. No fluid leak observed, only new bubbles. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.